Event description:
It was reported to medtronic neurosurgery that the patient had an allergic reaction to the device and blockage as a result of it. Ac cording to the report, the patient had the ventriculoperitoneal shunt for about seven years.

Manufacturer narrative:
The device has not been returned to the manufacturer as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records was not possible as no lot number was provided. The instructions for use that accompany the device caution that "a patient may rarely exhibit a reaction due to sensitivity to the implant". All of the valves are 100% tested at the time of manufacture. Additional patient/device information: it was reported that the patient had observed a slight bulge in the peritoneal area a few months after the implant. According to the report, the patient felt the bulge increase this year and is experiencing a burning sensation around the valve. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that "a patient may rarely exhibit a reaction due to sensitivity to the implant". Additional patient/device information: it was reported that the patient had observed a slight bulge in the peritoneal area a few months after the implant. According to the report, the patient felt the bulge increase this year and is experiencing a burning sensation around the valve. Additional patient/device information: medtronic neurosurgery received information regarding the lot and catalog number of the valve. It was also reported that the implanted catheters were not medtronic products. Reportedly, the catheter had migrated to the patient's thoracic cavity and could be causing fluid to accumulate. The report stated that the patient is scheduled to have a revision surgery in a couple of weeks. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.